Event description:
Dexcom g6 sensor inaccuracy: 9:59am g6 reading 125, finger stick reading is 101. That is an ard of 23.8%! This is extremely dangerous and life threatening. Dexcom does not follow up on product support requests, instead blatantly lying to close them. Dexcom refuses to replace faulty sensors which do not last the full 10 days.